Event description:
The customer reported that the device did not seal. There was no patient injury. Although numerous attempts were made, no further information on the incident was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.